Event description:
The customer reported that the system was not starting up. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The x-ray control board was replaced. The system was then found to be operating as intended.